Manufacturer narrative:
Batch review performed on (B)(6) 2026: lot 2242942: 30 items manufactured and released on 03-jan-2023. Expiration date: 2027-dec-08. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised the liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery due knee instability dueto a ruptured pcl after about 3 years and 4 months from primary and the cause is unknown. There are no indications of trauma or a fall. The surgery revised the flex 1l - 10mm insert to a flex 1l - 11mm insert. The surgery was completed successfully.